Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the pre-discharge check following implantation, this right ventricular (rv) lead threshold measurements had increased to 6v and has not resolved over the past two weeks. The rv sensing has decreased but impedances remain stable. A chest x-ray confirmed no obvious movement only a slight loss of slack was observed. A microdislodgment was suspected. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.